Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that the patient¿s device was shocking them and they had pain in their lower back going down their right leg. No further complications were reported or anticipated.